Event description:
It was reported that the patient's left ventricular lead became dislodged due excessive movement during the early post-operation period. The lead was explanted and replaced. The patient's health status was unknown.